Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported.

Event description:
It was reported that a drill bit broke off in the motor during a procedure at the user facility. No delay or adverse consequences were reported; additional information has been requested.

Event description:
No new information.

Manufacturer narrative:
H6: the quality investigation is complete.